Manufacturer narrative:
Based on the information available, the cause of the reported problem was due to the defective ECG cable. Customer did not respond for the quotation. The investigation concludes that no further action is required at this time.

Event description:
It was reported a part of the ECG cable broken inside the defibrillator. There was no patient involvement.